Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was above 500 mg/dl. Customer addressed bg level with an insulin drip. Reportedly, the customer reverted to manual injections for insulin therapy.